Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. There was no impact to the customer's blood glucose level. Reportedly, the customer may have seen a crack on the cartridge, but stated that it was hard to tell. The customer successfully loaded a new cartridge and resumed insulin delivery.